Event description:
It was reported that the male luer on a flow rate extension set had cracked, during priming. The crack occured when the nurse attached the male luer to a non-baxter device. The nurses immediately replaced the broken equipment, therefore, this malfunction did not result in an interruption of therapy for the patient. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. A visual examination of the unit confirmed that the luer lock adapter was cracked. However, the cause of this condition could not be determined. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.